Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" after the device had stopped working once prior to the alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with reprograming the time and date on the device and was sent a new battery cap to resolve the issue.